Event description:
It was reported that during a procedure; the fiber tip broke after 400,000j. The procedure was completed using second fiber. There was no injury to the patient due to this event.

Event description:
It was reported that during a procedure; the fiber tip broke after 400,000j. The procedure was completed using second fiber. There was no injury to the patient due to this event.

Manufacturer narrative:
Device available for evaluation updated. Device codes added. Device evaluated by manufacturer updated. Evaluation codes added. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify fiber tip break/fracture. The glass cap exhibits severe devitrification at output window;. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the fiber. The fiber ID label is missing. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiber life function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The reported complaint "fiber tip broke" cannot be confirmed since no signs of breaks/fractures. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.